Event description:
Procedure performed: lap ovarian cystectomy event description: trocar being used as main umbilical port, the introducer was removed and a 10mm scope placed to begin operation and assist in placing secondary trocar ports. Scrub nurse noticed a small shiny fragment on the monitor and upon further identification it appears to be a fragment of the trocar cannula. The surgeon did not notice any difficulty in placing scope through the trocar, nor were other instruments placed through the trocar. The fragment was quickly removed from the abdomen along with the trocar and saved for investigation. No adverse effects to patient - the case continued by inserting a new cff33 trocar without incident. Type of intervention: new trocar used patient status: no clinical impact - patient safe.

Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of a cannula tip fracture. Based on the condition of the returned unit, it is likely that the fractured cannula tip was caused by an object or instrument coming into contact with the cannula tip and/or excess force was exerted on the tip during the procedure causing it to crack and fragment. It is also possible that the cannula tip material was more susceptible to fracture.

Event description:
Procedure performed: lap ovarian cystectomy. Event description: trocar being used as main umbilical port, the introducer was removed and a 10mm scope placed to begin operation and assist in placing secondary trocar ports. Scrub nurse noticed a small shiny fragment on the monitor and upon further identification it appears to be a fragment of the trocar cannula. The surgeon did not notice any difficulty in placing scope through the trocar, nor were other instruments placed through the trocar. The fragment was quickly removed from the abdomen along with the trocar and saved for investigation. No adverse effects to patient - the case continued by inserting a new cff33 trocar without incident. Type of intervention: new trocar used. Patient status: no clinical impact - patient safe.